Event description:
I had six dental implants put in 2 years ago. Since I had an existing baby tooth on my left side, it had to come out to enable the implant to be placed, from the time I had the implants and temp upper denture placed, I have had problems on that side...I was told once it healed and I had the permanent denture placed, it would be fine...but not so, I have been back and forth for cleaning, check-ups, etc. And each time have stressed my disappointment and concern about how this side feels, i.e., like a large clump on that side, foul order that despite careful flossing, brushing, etc, does not go away. I had the permanent denture placed with another dentist and I stressed this issue with him. Everyone tells me I'm cleaning properly and they don't know what the issue is. This despite paying over (B)(6) for all this work. I am now retired and certainly can't afford any further treatment. I went to several dentists before I decided on this procedure; believe me, didn't want to spend this money, but I felt I had no choice; I certainly didn't want to wear removable dentures. On top of that, the dental office who did this work made me sign agreement that once a year I would pay (B)(6) to have denture removed for thorough cleaning, so now I feel like I'm stuck in this situation. Otherwise, they won't be responsible for further issues! I'm afraid that one day at least this side of my implants will fail and then the dentist will just wash their hands over the issue claiming they don't know what happened; very frustrating. FDA safety report ID# (B)(4).